Event description:
It was reported that the patients pocket incision has completely gashed open due to a non-device related fall. The patient underwent an explant procedure. All explanted device components will not be returned as they were not released by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7130938/7131278.